Event description:
An error message was reported with the adc device. Customer received an unspecified scan error message and was unable to obtain readings. As a result, customer experienced shaking and sweating and was unable to self-treat. The customer was taken to the hospital where health-care professional (hcp) where unspecified treatment was administered. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink app, the p50 cubot device has not been tested at the time of investigation. The compatibility guide stated that abbott diabetes care had not assessed compatibility on phone/operating systems other than those listed. An attempt was made to replicate the user complaint and was able to successfully scan and receive glucose readings using a similar configuration (android 11, 2.8.4.9335) and was unable to reproduce the complaint. No issues was identified with the freestyle librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with (phone: cubot p50, android 11, version: 2.8.4.9335). Customer received an unspecified scan error message and was unable to obtain readings. As a result, customer experienced shaking and sweating and was unable to self-treat. The customer was taken to the hospital where health-care professional (hcp) where unspecified treatment was administered. No further details were provided. There was no report of death or permanent impairment associated with this event.